Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented posterior stabilized (ps), catalog # 42500606001, lot # 62800237; persona natural tibia cemented, catalog # 42532007101, lot # 62870322; persona articular surface fixed bearing posterior stabilized (ps), catalog # 42511400711, lot # 62719888. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00114, 0002648920-2018-00555, 0002648920-2018-00556.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was experiencing knee pain post-implantation.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device was not returned. Review of the device history record (DHR) and no deviations or anomalies were identified. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.